Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the b30 error communication error occurred due to the following effects: caused by deterioration of pins in connectors due to repeated use of the scope. The user connected the device without fully drying the electrical contact of the video connector. The electrical contacts are defective because the user has received the video connector and cleaned it. Dust or dirt was attached to the electrical contacts. As stated on the instructions for use and as a preventive measure: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The clinical coordinator at the user facility further reported that the reported event was first noticed during the middle of a diagnostic procedure. There was no delay in the procedure. The intended procedure was completed. The reported b30 error was only occurring with the 190 series scopes and no additional errors or issues were found. A 180 series scope was used with the clv-190. The other devices used with this light source were compatible. The device was inspected prior to use and no abnormalities noted. All settings were checked and correct, all connections and cables were checked and secured. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced light source was returned for evaluation. The evaluation confirmed the b30 error message and the scope socket of the light source was defective. Additionally, corrosion was found inside the air tubing. The device was repaired and returned to the customer. The device was purchased on (B)(6), 2015 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use in an unspecified diagnostic procedure, the evis exera iii xenon light source reportedly was "giving an error message, b30" with multiple 190 series endoscopes and two clv-190 systems. The customer noted multiple scopes were sent out for inspection when the error comes up but it is not the scopes. No patient injury or harm was reported. This is for 1 of 2 light sources.